Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device activity log indicates the device detected an impedance of 5 ohms or less and a value other than 30j energy was selected. The device is designed to only use 30j for an automatic or manual self-test with a detected impedance of 5 ohms or less. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.